Event description:
During induction testing, a message of no therapy was observed. The patient was externally defibrillated. Hvli was 0 ohms. A possible hv circuitry was suspected. The physician re-opened the pocket for lead connections. The leads were connected correctly. All lead measurements were with in normal parameters. The lead remains implanted.

Manufacturer narrative:
Analysis of returned ICD noted output circuitry damage related to a damaged lead.